Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and the crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The cardiac resynchronization therapy defibrillator was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The premature depletion was a result of a high current drain caused by leaky bypass capacitors. This capacitor was found to exhibit evidence of leakage as a result of a crack. The behavior of these capacitors resulted in depleting the device battery faster than normal. This type of damage has been determined to be a component issue.

Manufacturer narrative:
The cardiac resynchronization therapy defibrillator was not returned by the costumer, therefore, no product analysis was performed. The conclusion code is no problem detected.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This crt-d remains in service. No adverse patient effects were reported. Additional information was received and the crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. This crt-d remains in service. No adverse patient effects were reported.